Event description:
An infusion pump that turned off by itself during pt use. The pump was infusing dopamine when the event occurred. No injury was associated with the incident. Despite baxter's efforts obtain add'l info from the reporting facility, details were not available regarding pt's status or medical intervention.